Manufacturer narrative:
Upon receipt at a post market quality assurance laboratory this device was visually inspected. A puncture hole was noted approximately 58cm from the proximal end, near the lead tip. The damage was determined to be consistent with guidewire puncturing the insulation, confirming the allegation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to perforation of the insulation. It was noted that when loading the lead on the guidewire, resistance was felt and that the guide wire had pushed through the insulation and was protruding from the lead. This lead was successfully replaced with a new lead. No additional adverse patient effects were reported.